Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the display on the central nurse's station (cns) failed while it was in patient use. They would like to order a new display / monitor. There was no other information as the customer has been unresponsive to emails for additional information. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the issue of the screen flickering was resolved by replacing the display. As such, the issue of the monitor being dead was most due to issues with the display. As the display was not returned for evaluation, root cause cannot be determined. Display failing could occur due to hardware failure in the form of physical damage to the display and its components. Root cause is likely related to mishandling or wear and tear. The device was in customer possession as of 11/2016.

Event description:
The biomedical engineer (bme) reported that the display on the central nurse's station (cns) failed while it was in patient use. They would like to order a new display / monitor. There was no other information as the customer has been unresponsive to emails for additional information. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) display failed while it was in patient use. They would like to order a new display / monitor. There is no other information as the customer has been unresponsive to emails for additional information. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available additional model information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) display failed while it was in patient use. They would like to order a new display / monitor. There is no other information as the customer has been unresponsive to emails for additional information. No patient harm was reported.